Event description:
The consumer reported their thermometer was giving false negative readings on their infant. The device allegedly was reading e to 4 degrees fahrenheit lower than the pt's actual temperature. The infant was seen by a doctor,where e=a fever was confirmed. There were no complications from this incident, and the pt is doing fine now. Kaz USA, inc has requested that the product be returned to our co for lab analysis.